Manufacturer narrative:
Date of event: unknown. Investigation summary: customer returned photos of an open 4mm, 32g pen needle. Customer states that there is no insulin flow during priming and there are times when he could not attach the pen needles. The photos were examined and exhibited a bent non-patient end of the cannula. This could cause no insulin to flow through the cannula and the pen needle to be difficult to attach to the pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: possible root causes: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that a bd ultra fine¿ pen needles at times could not attach and keeps turning. This occurred on 3 separate occasions.